Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the outer shaft has not been retracted, the stent has not been released and is fully covered by the outer shaft. In the course of technical investigation the handle was opened and it was detected one part of the assembly was in an incorrect position which caused the outer shaft to be not retractable.

Event description:
A pulsar-18 was chosen for treatment of a calcified lesion (60% stenosis degree) in a left sfa. The stent could not be deployed because the trigger did not work.